Manufacturer narrative:
This report is submitted on september 12, 2017.

Event description:
Per the clinic, the patient was explanted on (B)(6) 2017 due to cholesteatoma at implant site. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on (B)(6) 2017.